Event description:
The device was used during a lavh procedure. Reportedly, the staples did not form properly. The surgeon converted to an open procedure and resected the tissue at the application site. The surgeon used another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.